Event description:
Pt admitted with diagnosis of loose lt total knee prosthesis. Pt has a history of multiple traumatic lt knee injuries. Pt underwent total knee replacement in 1978 and revision 1984 and a complex revision with extensive grafting of the proximal tibia for massive osteolysis and fracture of tibial tubercle performed in dec 2000. The pt did well until approx last year when they started experiencing some thigh and knee discomfort with moderate swelling noted. Intra-op per surgeon noted femoral component was grossly loose within the femur. In addition there was a large amt of foreign reaction tissue throughout the knee. The pt underwent revision lt total knee arthroplasty.